Event description:
Complainant alleged that the device displayed an unk "preamp reference failed" error message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has not been received and this complaint is still under investigation.